Event description:
Multiple instant hot packs were pulled from the clean utility room in post anesthesia care unit (pacu) before finding one that felt un-used and non-crunchy. One hot pack did explode with a puff of air when activated. This was pointed away from team member and caused no harm. Instant packs will be sent to recalls.